Manufacturer narrative:
(B)(6). Device evaluation has been completed. Evaluation indicated the nose section heated up when the handpiece was running. Service and repair indicated that the nose and middle sections of the handpiece needed to be repaired. The device passed the hipot and earth resistance test. The middle section and the nose section of the handpiece were replaced. The parts in these sections included bearings, housing, spacers, coupling output shaft, collar and wash washers. The device was repaired, tested to manufacturer product specifications and returned to the customer. (B)(4).

Manufacturer narrative:
UDI #: (B)(4). Date MFR. Rec: feb/20/2017.

Manufacturer narrative:
The product was returned for analysis. Pre-repair temperature testing was performed. The pre-repair temperatures at 1 minute when the tool (blade/bur) is attached are the following: rear ¿ 84.6°f, middle -125.1 °f and nose -121.2°f. The pre-repair temperatures at 1 minute when the tool (blade/bur) is not attached are the following: rear ¿ 83.6°f, middle -124.8 °f and nose -119.8°f. Device evaluation is not complete at this time, completion of evaluation is anticipated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pre-operative device heated up. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.